Manufacturer narrative:
The exact patient age is unknown; however the patient was reported to be over the age of 18. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a stone lithotripsy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was lumenis 100 watt console with laser settings of 0.2 joules and 50 hertz. According to the complainant, during the procedure and inside the patient, it was noted that the aiming beam was dim and there was no energy output from the fiber. The fiber was removed and examined. A small tear on the side of the fiber was found and discoloration on some area of the coating was noted. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.